Event description:
Caller reported a malfunction on the pump and no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information for resetting the pump, but the malfunction code recurred afterward, leading to the decision to replace the pump. A replacement pump with updated software was sent, along with instructions for the customer to return the defective one and put it in storage mode. The replacement pump would be uploaded to tandem source within 48 hours, and training would be available online. The customer understood and acknowledged all instructions.